Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-05930, related manufacturer reference number: 2017865-2020-05931, related manufacturer reference number: 2017865-2020-05932. It was reported that the patient had their implantable cardioverter defibrillator and three leads explanted due to an unspecified infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of a device caused infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.